Event description:
The device was used during an unspecified colon procedure. Reportedly, the instrument did not cut. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.